Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain and discomfort at the pocket site. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned due to facility policy.